Event description:
Per the clinic, the device was explanted due to non-use and an infection with subsequent device extrusion. The device was explanted on (B)(6), 2010. It was not reported whether there are plans to reimplant the patient as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).